Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to verify battery out limit due to button/keypad anomaly. Moisture damage was found on the lcd board. Device was received with cracked case at display window corners, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding during a bolus attempt. He removed the battery and received a battery out limit alarm. The customer stated he was at the beach and the device might have gotten exposed to moisture; he could see condensation under the screen. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.